Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit would not work. The bed was located on the (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed with an error code 1. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech calibrated the scale to resolve the issue. Based on this info, no further action is required.